Event description:
It was reported that during a device change-out, externalized conductors were observed under fluoroscopy. The lead was explanted and replaced. There were no complications.

Manufacturer narrative:
External insulation abrasions were noted at 12.1-12.3cm and 15.6-16.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.